Event description:
It was reported that a maxzero needleless connector leaked during use. The following was reported by the initial reporter: "this is a report about chemo leakage from maxzero. According to the customer¿s report, the hcp noticed that the bed sheet was wet during infusion of the anticancer agent and then confirmed that the fluid leaked from maxzero."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/5/2021. D.4. Medical device lot #: 19085331. D.4. Medical device expiration date: 8/14/2022. H.4. Device manufacture date: 8/14/2019. D.4. Medical device lot #: 19085283. D.4. Medical device expiration date: 8/13/2022. H.4. Device manufacture date: 8/13/2019. D.4. Medical device lot #: 20067524. D.4. Medical device expiration date: 6/30/2023. H.4. Device manufacture date: 6/30/2020. H.6. Investigation: one mz1000 sample was received without packaging for investigation however the customer indicates that the affected lot number was 20067254; no residual fluid was observed within the maxzero. A visual inspection of the returned sample identified a crack on the female luer of the maxero component. Functional testing confirmed the customer's experience as leakage was observed from the crack. The details of this feedback were forwarded to the manufacturing site for investigation. They performed an in-depth investigation in order to determine a potential root cause for the customer's experience; during the investigation no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot 20067254. Did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause could not be determined. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a maxzero needleless connector leaked during use. The following was reported by the initial reporter: "this is a report about chemo leakage from maxzero. According to the customer¿s report, the hcp noticed that the bed sheet was wet during infusion of the anticancer agent and then confirmed that the fluid leaked from maxzero."